Event description:
Provider states that consumer was bending over to pick something up form the ground while in her chair and fell out. Provider alleges after the consumer fell now her wheel lock is broken.